Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturing ref:3005334138-2019-00339, 3008452825-2019-00309, 3005334138-2019-00340, 3005334138-2019-00341, 2182269-2019-00087, 2030404-2019-00050. At the completion of an rf ablation of the pulmonary veins, a pericardial effusion was noted during a routine ice evaluation of the heart. There was fluid seen in the pericardial sac. An echocardiogram was performed which confirmed the pericardial effusion and the patient¿s heart rate began to slow. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.